Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.7mm, no calcification, and a deployment depth measurement 5.5 + 1. No issues reported during advancing or withdrawing the procedural sheaths. A post-angiogram indicated extravasation at the access. Manual pressure was held for ten minutes and a follow-up angiogram continued to show the extravasation. Balloon tamponade was ruled, and the surgeon elected to a cut down. The manta was visibly seen in correct position and was explanted. The surgeon revealed a lateral tear and stated no closure device would have been able to successfully seal the site; only sutures could address this tear. The entire team agreed with the surgeon's findings since everyone could visibly see the damaged artery. The root cause of the manta not effective in achieving hemostasis and requiring surgical cut down is due to a pre-closure complication which damaged the vessel making manta ineffective in sealing the puncture. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage, vessel laceration or trauma.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: manta deployed and was dry. Post angio revealed a small extravasation at the closure site. Pressure held for 10 minutes and second angio taken. Small extravasation still present and balloon tamponade was ruled. Surgeon elected to cut down. Manta was removed from correct position. Surgeon indicated a lateral tear in the femoral artery and stated no closure device would have worked other than suture. Cut down on the femoral artery and subsequent suture was effective at stopping the extravasation. Tavr followed by cut down on the (right common femoral artery) rcfa.